Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. Reportedly, the battery compartment was damaged and the top of the battery cap was worn. No evidence of moisture or corrosion in the pump was noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 06/08/2015 with the following findings: on investigation, the alleged damaged casing and cap issue was verified. The battery compartment was found to have cracked below the grip pad. The threads on the returned battery cap were stripped and it was unable to tighten properly onto the returned or test pump. The cap¿s contact measurements were within specifications. Using a test cap, the pump powered up to the display with auditory and vibratory features. No tactile issues were found with the buttons.